Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08143. Follow-up identified surgical intervention was undertaken on (B)(6)2015 during which time the leads were explanted and replaced with a different model.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08143. It was reported, the patient's experiencing uncomfortable over-stimulation in the back and lower extremities. Diagnostic testing reveal invalid impedance readings on the right lead contacts and high impedance readings on multiple left lead contacts. Reprogramming was attempted to no avail. X-rays were ordered. However, surgical intervention may be undertaken at a future date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.